Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report results obtained on the vitros 5600 integrated system obtained from four different patient samples were mis-associated with the incorrect patient name and demographics. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discrepant results obtained from the four patient samples were reported outside of the laboratory, however, results from a single patient were questioned by a physician. Corrected reports were issued for all four patients and no treatment was stopped, started or altered based on the discrepant result reported. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that results obtained on the vitros 5600 integrated system obtained from four different patient samples were mis-associated with the incorrect patient name and demographics. The assignable cause of the event was determined to instrument related. An unknown issue caused the tray station rotational motor to partially or completely stall which caused the actual sample tray position to not match the sample handling software sample tray position. The samples in tray position 7, 8 and 9 were actually metered from tray positions 6, 7 and 8.